Event description:
7f radial access for cerebral embolization procedure, upon attempted removal of rist 079 guide catheter from radial sheath, catheter began to shear and unravel. The unraveling part of the catheter then caught on the inner lumen of placed access sheath and dragged the extended vascular portion inside out and through the hemostatic valve of the access sheath. This was observed and pressure was held at access site, however the remaining half of the rist guide remained in the brachial portion of the pts (patient's) right arm. Vascular surgery was consulted and came down to ir (interventional radiology) suite to perform a brachial cutdown and vessel harvest/graft. Vascular surgery was able to successfully remove the remaining portion of the catheter and preform a patch closure of the arteriotomy.